Event description:
It was reported that after the implantation of a preloaded toric intraocular lens (iol), foreign material was identified on the lens surface. The surgeon decided to bisect and remove the lens. A new lens was then successfully implanted. Due to the need for lens removal and replacement, the incision was enlarged, and a single suture was placed to ensure proper wound closure. This resulted in an approximately 10-minute delay in the procedure. Additional information indicated that a cloudy area observed near the edge of the optic zone appeared to be foreign material. However, since the iol was retrieved some time after being removed from the patient¿s eye, it was difficult to determine whether this material was present at the time of initial packaging. The patient recovered well. The surgery was completed without further issues, and no postoperative complications or side effects were reported. The product was available for return. No other information was provided.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: aug 6, 2025 section h3: evaluated by manufacturer: yes device evaluation: visual inspection revealed the handpiece was received with the plunger rod fully advanced. Viscoelastic residue was observed to be evenly distributed throughout the cartridge; the cartridge tip was scratched. Lens module inspection revealed no issues; however, viscoelastic residue was observed inside. Device assembly inspection revealed no issues. Plunger rod advancement showed no resistance; the plunger rod tip was bent. The lens was received cut and coated in viscoelastic residue and lint from gauze. A cloudy white material was observed on the edge of the lens. The lens was forwarded to laboratories for analysis. Per laboratories, the material is consistent with a sodium species similar to sodium hyaluronate. The customer photos were evaluated. The photos displayed the suspect lens partially cut. A white material was observed on the edge of the lens. The complaint issue foreign material - loose was identified during product and photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records review for this purchase order shows that the units were released within specification. No process deviations (dev), nonconformances (nc/nr), or capas were found as part of this manufacturing records review. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.